Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the secondary was infusing into the primary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ primary tubing had flow issues. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the secondary was infusing into the primary bag. Verbatim: alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tk02. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized. Info rcvd from mms pumps: what was time of the event on (B)(6) 2020? 1400. What was the secondary infusion medication and intended programming? Zosyn at 25ml/hr. What was the primary infusion fluid and intended programming? Normal saline @ 10ml/hr. What was the primary tubing set ref/catalog number and lot number that was in use at the time of the event? Unknown. What was the secondary tubing set ref/catalog number and lot number that was in use at the time of the event? Unknown. Are all of the involved products available to be sent in to bd for investigation ¿ pump, pump module(s), and tubing set(s)? Was sent down to biomed, unknown if it is back in use if so, kindly use the provided prepaid shipping label to return all products to bd. If not, kindly email the following: event logs (unfiltered) on all involved devices (pcu and module) in excel format (.xlsx). Error logs (unfiltered) on all involved devices (pcu and module) in excel format (.xlsx). Hospital dataset in use at the time of the event in .gre format (may come from your pharmacy department, aka ¿guardrails drug library¿). Kindly provide the following patient information: patient initials: (B)(6). Weight: (B)(6). Diagnosis: covid 19. Was there negative impact or consequence to the patient due to the event? Explain: unknown if pt got correct amount of abx. Did the patient require a medical intervention or receive treatment to counteract the event? Explain: no. What was the patient outcome? Continued plan of care.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 5 january, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ primary tubing had flow issues. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the secondary was infusing into the primary bag. Verbatim: alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tk02. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized. Info rcvd from mms pumps: what was time of the event on (B)(6) 2020? 1400. What was the secondary infusion medication and intended programming? Zosyn at 25ml/hr. What was the primary infusion fluid and intended programming? Normal saline @ 10ml/hr . What was the primary tubing set ref/catalog number and lot number that was in use at the time of the event? Unknown. What was the secondary tubing set ref/catalog number and lot number that was in use at the time of the event? Unknown. Are all of the involved products available to be sent in to bd for investigation ¿ pump, pump module(s), and tubing set(s)? Was sent down to biomed, unknown if it is back in use. If so, kindly use the provided prepaid shipping label to return all products to bd. If not, kindly email the following: event logs (unfiltered) on all involved devices (pcu and module) in excel format (.xlsx). Error logs (unfiltered) on all involved devices (pcu and module) in excel format (.xlsx). Hospital dataset in use at the time of the event in .gre format (may come from your pharmacy department, aka ¿guardrails drug library¿). Kindly provide the following patient information: patient initials: (B)(6). Weight: (B)(6). Diagnosis: covid 19. Was there negative impact or consequence to the patient due to the event? Explain: unknown if pt got correct amount of abx.. Did the patient require a medical intervention or receive treatment to counteract the event? Explain: no. What was the patient outcome? Continued plan of care.